Event description:
The customer contact reported the pt rec'd less medication than intended. On an unspecified date and time, the device was programmed for tpn (total parental nutrition) therapy, in the continuous+taper up and taper down mode, with a volume to be infused (vtbi) of 2000ml, with a 1hr taper up, a 1hr taper down, for a duration of 12hrs, with a 0ml/hr kvo (deep vein open) rate, a 2050ml container size, and the delivery was started. After an unspecified length of time, the nurse reported that there was 700ml of solution remaining in the container instead of the expected empty container. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. The customer contact reported the pt was able to take fluids by mouth; however, "was not suppose to." Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.96ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the mfg facility. The history indicated that on (B)(6) 2010 at 1418, the device was programmed for tpn with taper up and taper down, with a volume of 2000ml, a 1 hour taper up, a 1 hour taper down, for a duration of 12hrs, and a 2050ml container size and the device was powered off. At 1955, the device was powered on, a 6.3ml priming volume. At 2000, the delivery was started and the taper up began. At 2100, the taper up ended. A new date of (B)(6) 2010 is indicated. Between 0700 and 0800, the taper down is indicated and an end of infusion alarm occurred. At 0803, the device was powered off. At 2030, the device was powered on, a new container indicated, a priming volume of 1.3ml is indicated, and the taper up began. At 2134, the taper up is complete. A new date of (B)(6) 210 is indicated. Between 0235 and 0252, there are 3 low battery alarms, the infusion is stopped and ac power is indicated. At 0256, the device was programmed for a 1hr auto taper time, the delivery is started and auto taper down begins. At 0257, the shift totals are cleared. At 0258, the delivery is stopped and the device is powered on and off, using ac, then using battery. At 0259, the delivery is started. At 0356, the end of taper down is indicated and there is an end of infusion alarm. Between 0359 and 0429, the device was powered off and on ten times. Multiple unsuccessful attempts were made to discuss the history with the customer contact. The change in programming the auto taper down resulted in the delivery completing at 0356 instead of the expected 0833. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).